Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the device. The patient would be monitored. The patient was in stable condition.

Event description:
New information received noted that the device exhibited noise due to myopotential over-sensing. Programming changes were made, and patient would continue to be monitored as it appeared the issue is persisting.